Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The user reported a complaint regarding inaccurate sensor readings. Review of the system performance indicated that the system was operating within expected parameters, with occasional discrepancies attributable to physiological lag or calibrations entered during rapid glucose fluctuations. The user was advised to continue using the system and to calibrate as prompted. Escalation information was provided to the user, who acknowledged and understood the guidance. No further action was required.

Event description:
On 20 feb 2025, senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.